Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drips of insulin during the load fill tubing process. No impact to the customer's blood glucose. Reportedly, the customer changed all supplies to resolve the issue.